Manufacturer narrative:
The following fields have been corrected/additional information: b5,d4,h4,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in a disconnected state and was unable to log in to the station. A technical support specialist verified the station and found server d and e drives out of space. To address the issue, the specialist cleared old backups and shrank database. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation system has become disconnected and is unable to log into the station. The customer reported that users were unable to remove medications. This issue resulted in a delay in patient care, as medications could not be removed. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system has become disconnected and is unable to log into the station. The customer reported that users were unable to remove medications. This issue resulted in a delay in patient care, as medications could not be removed. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system is currently in a disconnected state and is unable to log in due to a software-related issue. A technical support specialist verified the station and found old backups and logs. To address the issue, the specialist cleared and shrank database. The system functioned as intended after the field service engineer serviced the device.